Event description:
It was reported that the stent deployed inside the microcatheter. The procedure was completed with another stent with no clinical consequence to the patient. No other information was provided.

Event description:
It was reported that the stent deployed inside the microcatheter. The procedure was completed with another stent with no clinical consequence to the patient. No other information was provided.

Manufacturer narrative:
Only the stent was returned for analysis, the delivery system was not returned. Visual inspection of the stent found the struts were tangled. The struts were untangled in the laboratory and no other anomalies were noted to the stent. The cause of the premature deployment cannot be determined. From the information available there is no indication that misuse or mishandling contributed to the event. There is insufficient information to determine the most probable cause of the premature deployment or the cause of the tangled stent struts. Therefore, the root cause for the reported event and the observed anomaly is unknown.